Event description:
It was reported that the patient received an alarm on their personal diabetes manager (pdm) while attempting to give themselves a bolus. The patient was unable to reset the pdm after this alarm and agreed to have a replacement sent to them on (B)(6) 2022. The patient reported they have not used the product since (B)(6) 2022. The patient was admitted into the intensive care unit (ICU) on (B)(6) 2022. It was reported that the patient was vomiting. The patient reported that they had received treatment in the ICU for two days. The patient did not report what kind of treatment they received. It should be noted that the adverse event the patient alleges was not related to a product malfunction but due to the delayed shipment of the replacement. The patient needs to have a backup method of treatment on hand at all times.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Our product did not contribute to the reported hospitalization but due to a shipping delay. Lot release records were reviewed and the product lot met all acceptance criteria.